Manufacturer narrative:
A sample from the patient with ID (B)(6) was provided for investigation. Investigations determined that it contains an interferent to a component of the ft3 assay. This limitation is covered in product labeling.

Manufacturer narrative:
The patient with sample ID 171012-445 had the following test results on (B)(6) 2018: tsh = 1.64 uiu/ml, ft4 = 1.59 ng/dl, ft3 = 6.00 pg/ml, anti-tshr = 14.10 iu/ml.

Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer stated that they received erroneous results for four patient samples tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if the erroneous results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with (B)(6) for information related to the ft4 assay. Erroneous result data is highlighted in yellow. Samples were initially tested on the customer's e602 analyzer. The samples were then provided for investigation, where they were tested on a cobas 6000 e 601 module (e601) and a cobas e 411 immunoassay analyzer (e411). No adverse events were alleged to have occurred with the patients. The e601 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number of 257857, with an expiration date of 01-jul-2018 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number of 227001, with an expiration date of 01-mar-2018 was used on this analyzer.

Manufacturer narrative:
The customer provided samples (B)(6) for investigation. There was no remaining sample volume available for sample (B)(6), so no further investigation of this sample was possible. Samples (B)(6) were found to contain an interfering factor to a component of the ft3 and ft4 assays. This limitation is covered in product labeling. The high ft3 value generated at the customer site for sample (B)(6) could not be duplicated. The value was well within the normal reference range of the assay. No interfering factor was detected in this sample. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.